Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services (rts) advised the patient to start over with all new supplies. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.